Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that the patient faced an issue with infusion set as the tape was not sticking. No further information was available.